Manufacturer narrative:
Phone number: (B)(6). One medfusion pump was received with the top case cracked/chipped by the front left and right bottom corner and the pump had visible contamination. The event history log (ehl) was reviewed and there was an aux controller unit post found on the device. The ehl was unable to be downloaded due to interconnect board issues. The power up process was conducted and the reported issue was able to be duplicated. The issue was caused by multiple components; contamination was found in the main printed circuit (pc) and interconnect board. According to the service manual, the acu processor failed to shut down motor current during the watchdog alarm test. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The main pc and interconnect boards were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a faulty board. The issue was identified during a performance inspection and there was no patient involvement.